Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the basal history did not match the active basal program. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/24/2016 with the following findings: a review of the pump's basal history was found to correctly reflect the user's programmed basal rates. The pump was exercised for 24 hours with no issues being duplicated. The alleged issue could not be observed or recreated during the investigation.